Manufacturer narrative:
No results available so far device not yet returned for investigation.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): a perforation was found in 2 patients a few days after the operation.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Upon evaluation, all products were checked for functionality and its fit form. The investigation show no sharp edge, no damage on insulation, no kink and no breakage detected. In conclusion, no deviation found on returned products that could lead to the reported issue. Also, there is no allegation that a malfunction of the instrument, an instrument, or an accessory occurred during the surgical procedure. The bowel perforation may be caused by errors in user technique.